Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism of a 1 ml bd safetyglide insulin syringe with 29 g x 1/2 in. Bd permanently attached needle came off during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one used sample in an open blister pack was returned for evaluation. A visual inspection revealed the shield/safety mechanism separated from the hub of the syringe. No visible defects were observed on the sample. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6014528. Conclusion: although the returned sample showed the customer's reported defect, an absolute root cause for this incident cannot be determined as there were no irregularities found during the manufacture of the reported lot # 6014528.